Event description:
The user cut their finger to the bone when user tried to open an ampoule of quality control solution. User was using 2x2 inch gauze instead of using the MFR supplies ampoule opener. The user required 2 stitches. The date of the event is unknown.